Manufacturer narrative:
(B)(4). The problem was confirmed. The root cause was use error - patient connector lower than heater bag. The label review found the labeling adequate for the use error in this complaint.

Event description:
The customer contacted baxter's technical service center regarding a check lines and bags (clb) alarm, which occurred on the homechoice (hc) during use, during prime. The baxter technical service representative (tsr) had the caregiver (cg) turn the drain line spike and move the clamp on the drain line. The tsr had the cg press go. The hc primed okay. The cg stated the solution came out of the patient line because he put it on the floor on a towel. The cg stated that he did that because the patient line did not prime in the organizer. The tsr had the cg put the patient line in the organizer and they cleaned up the solution that leaked out. The tsr explained baxter recommends that the patient line should be in the organizer for prime. The tsr asked the cg if he used and extension line and the cg stated yes, just one 12 foot extension line. The tsr explained what may cause the patient line from priming. The cg stated that he checked everything. The cg stated that he had to start over because the hc would not move from the check heater line (chl). The tsr recommended that the cg contact baxter when the hc alarms and baxter would assist with troubleshooting. The tsr assisted with troubleshooting and the hc was operational. There was patient involvement but no patient injury or medical intervention indicated at the time of the initial report. Product surveillance contacted the home patient's husband on (B)(6) 2011 and he was able to resume therapy that day after starting over with new supplies. He could not recall what happened that day except that he said he did not tighten the cap tight enough on the patient line when he had the overprime. He just remembered the patient line leaking when he put it on the towel on the floor. He did not notice anything wrong with the supplies. Since then his wife has been resuming therapy successfully. There was patient involvement but no reported injury or medical intervention.

Manufacturer narrative:
(B)(4). The event was the result of a use error; there was no allegation reported against the baxter product by the customer. For this reason, the sample was not requested for evaluation and a batch review will not be conducted. A follow-up MDR will be submitted upon completion of the evaluation or if any additional information is received.